Event description:
A dialysis facility reported that approximately 2 hours into a hemodialysis treatment, the patient c/o feeling hot. The nurse checked the machine temperature and it was within normal range. There was a low bp alarm. The patient was given a liter of saline but continued to hypotensive, diaphoretic and nauseated. Treatment was completed but the patient was still shaky post dialysis. The were taken to the hospital and dialyzed once before they were discharged with a diagnosis of metabolic acidosis.